Manufacturer narrative:
Correction: g3, the awareness date of the previous report should have been (B)(6) 2026 rather than (B)(6) 2026.

Manufacturer narrative:
The reported event of unsuccessful device checks was confirmed. Based on the information provided, it was determined that the device had entered low battery mode. Per design, device checks are not completed when the device enters the low battery state. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.